Manufacturer narrative:
The device referenced in this report was returned for evaluation. The returned catheter was inspected and tested and found to pass all safety and performance tests. It seems that the image problem was caused from saline contamination on the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was under sedation and undergoing an atrial fibrillation with cryogenic procedure. In the middle of the procedure, the doctor disconnected the catheter from the system while it was still in the patient. After the doctor reconnected the catheter, no echocardiogram image was displayed. The doctor replaced the catheter with another to complete the procedure using the same system. There was no patient adverse event reported. No additional information was provided.